Event description:
It was reported that the battery was depleting too fast resulting in the pump shutting down and a blood glucose (bg) level of "high." Customer resumed insulin therapy and noted bg levels were dropping. Upon evaluation of the device, the battery was found to be depleting as expected.